Event description:
Tips broken off both drill bits.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return and additional information was unsuccessful. A complaint database search on the provided product code family identified similar reports which were attributed to misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices were not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return and additional information was unsuccessful. A complaint database search on the provided product code family identified similar reports which were attributed to misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices were not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.